Manufacturer narrative:
(B)(4). This complaint for a report of use error breach in aseptic technique was confirmed as it was reported that the patient dropped one of the lines onto the floor. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's service regarding a system error 2084 and system error 2265 that occurred on the homechoice (hc) during use during the initial drain; the patient was connected. The home patient (hp) compromised supplies and was trying to start over with new supplies. The one of the unused lines had fallen out of the organizer and onto the floor. It was unknown if the unused line was clamped and capped. The hp then opened the cassette door to start over with new supplies and the alarm sounded. The technical service representative explained the alarms and had the hp cycle the power to clear them. The hp understood the explanations, cleared the alarms, and would start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter product surveillance contacted the registered nurse on (B)(4) 2013. She stated that she was not aware of the incident, but the patient's therapy has been going well since. No adverse effects were reported in relation to this event.